Manufacturer narrative:
This report includes information known at this time. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This literature finding specifies a major adverse event attributed to the lead extraction needle's eye femoral snare and workstation (lr-nes001) for two patients during a study by (B)(6), et al. The two patients developed pericardial tamponade from atrial perforation after successful lead removal. Both perforations of the atrial wall occurred after extracting the lead with a needle¿s eye snare and the patients were immediately operated on and recovered completely later. This report represents patient #2.

Manufacturer narrative:
PMA/510(k): k961992. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.

Event description:
This literature finding specifies a major adverse event attributed to the lead extraction needle's eye femoral snare and workstation (lr-nes001) for two patients during a study by bracke, et al. The two patients developed pericardial tamponade from atrial perforation after successful lead removal. Both perforations of the atrial wall occurred after extracting the lead with a needle¿s eye snare and the patients were immediately operated on and recovered completely later. This report represents patient #2.